Manufacturer narrative:
The reported events of failure to capture was not confirmed. Visual inspection noted the helix was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture problem.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient is stable.

Event description:
During an in-clinic follow-up, increased capture threshold resulting in a loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp). No intervention has been performed but a revision procedure is anticipated. The patient experienced discomfort due to the event but is stable.